Event description:
Additional information was received that the patient underwent vns generator replacement surgery on (B)(6) 2015 due to prophylactic replacement. The explanted generator has been received by the manufacturer for analysis. However, analysis has not been completed to date.

Manufacturer narrative:
.

Event description:
It was reported that the physician did not believe the patient's device was working. This belief was due to the fact that the patient no longer felt stimulation or irritation in her throat/coughing like she used to. Furthermore, the patient has experienced a recent deterioration in seizure control. Device diagnostics were within normal limits. The battery life icon was around 50%. Additional information was received that the patient's increased seizures had been occurring since around (B)(6) 2015. The patient was previously doing well but recently has had an increase in seizure frequency. There are no known external factors that may have caused this increased seizures. No known surgical interventions have occurred to date.